Manufacturer narrative:
The beckman coulter technical support (cts) advised the customer to return the unit. The distributor, (B)(4), supplied a replacement centrifuge unit to the customer to resolve the issue. The unit will be evaluated if received. (B)(4).

Event description:
The customer stated that rt12 rotor broke and escaped from the statspin ssvt-1 centrifuge unit. The customer confirmed that the safety shield was in use at the time of the event. The customer stated that the lid completely open and parts escaped. There is no report of injury to the operator due to this event. There is no report of exposure and no medical attention needed due to this event.